Manufacturer narrative:
The investigation confirmed that multiple, imprecise tobra, vanc, and gent quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not known to have been affected.the customer performed as needed maintenance to the ia metering subsystem. Acceptable vitros tobra, vanc, and gent qc results were obtained following maintenance. The assignable root cause is an instrument related issue. There is no evidence that the vitros tobra, vanc, and gent reagents malfunctioned.

Event description:
The customer obtained multiple, imprecise vitros tobra, vanc, and gent quality control results (tobra qc result = 3.84 g/ml vs. Expected result = 5.93 g/ml; vanc qc result = 21.55 g/ml vs. Expected result = 31.59 g/ml; gent qc result = 10.0 g/ml vs. Expected result = 7.34 g/ml ) while using the vitros 5600 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).